Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that it was received two opened samples pertain to the product code sxpp1a401. In order to evaluate the conditions of the detached needles, the swage and attachment area were noted to be as expected. Marks on the body and the edge needles that appear to be by a surgical instrument could be observed. Also was observed with suture remnant. In the needle-suture pieces, the extremes were noted to be cut probably caused by a surgical instrument. In addition, body fluids and crimping marks were observed on the surface of the suture that could be caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related events: 2210968-2023-06941 & 2210968-2023-06942. Product complaint # (B)(4). Date sent to the FDA: 10/23/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on: mw# 2210968-2023-06941, mw# 2210968-2023-06942. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a spine procedure on (B)(6) 2023 and suture was used. The problem of pulling off suture needle happened when sewing during the surgery. Changed another one to continue the surgery, there is no report on patient's injury. No additional information could be provided.